Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The implant date was approximated to (B)(6) 2021, as it was reported that the mesh was implanted on (B)(6) 2021. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted into the patient during a procedure performed in (B)(6) 2021. During the patient's routine follow-up, it was discovered that the patient had a mesh exposure after the implantation and underwent a surgery on (B)(6) 2021 to remove the exposed mesh. Reportedly, a coaptite was then injected in the urethra to treat the patient.